Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing and nasal or throat irritation or soreness. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.